Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/22/2016 with the following findings: during testing, the battery compartment was observed to be cracked. In addition to this issue, the keypad cover was lifted off the pump. The pump casing was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 03/22/2016.